Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the display screen became frozen and failed to respond to user input. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the display screen becoming frozen and not responding to user input could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR # 3004753838-2018-116675.